Event description:
Smoke coming from whthin the unit. The ventilator was in use of a pt and alarmed. The customer reported there was no pt harm. The ventilator is currently under evaluation and repair is still in progress.